Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci products to perform failure analysis. Fse replaced the outer distal set up joint (suj) and universal surgical manipulator (usm) to the usm was analyzed and the complaint was confirmed by failure analysis. This unit was returned for failure analysis and the reported 32056 err was confirmed but not replicated. In artemis, the 32056 error was found indicating axes controller spar (acs) in usm1 failed to initialize i2c device on the usm insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion axis was inspected and liquid intrusion was identified. As a result of these findings, failure analysis concluded that the acs printed circuit assembly (pca) and insertion searchlight assemblies are consistent with the reported event and are the potential root cause for this issue. The usm was analyzed and the complaint was confirmed by failure analysis. In artemis, no errors could be found that would be related with the reported event due to its mechanical nature. Upon visual inspection, o captive screw was bent thus replicating the complaint. The unit was installed onto a golden system in normal mode where it performed within specification. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where it failed node c check with node not present error 319 in the logs. Reseated the dongle and saw 2 axes controller tornado (act) connecting pins were scratched retested unit and it passed with no log errors. As a result of this investigation, failure analysis concluded that captive screw was found to be the root cause of the reported problem.

Event description:
It was reported that prior to the start of a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) that during case setup to report that universal surgical manipulator (usm) arm 1 was faulting with a non-recoverable error 32056 at startup. Tse confirmed the system logs pointing to usm axes controller spar (acs) board. The customer performed multiple system power cycles, a hard reboot / epo on the patient side cart (psc); however, the errors persisted. The customer disabled usm arm 1. Tse advised the customer that the guided setup options and table motion will be unavailable while usm arm 1 was disabled. The procedure was completing as planned with no reported injury.